Manufacturer narrative:
This supplement report was submitted to provide additional information regarding the reported to provide the results of the investigation. The review of the device history records showed that the device was manufactured according to valid instructions and met all specifications. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue and new guidelines and the manufacturing process for soldering process between joints and video plug have been updated and improved. Olympus will continue to monitor the field performance for this device.

Event description:
The customer endoeye ii high definition ii, autoclavable video telescope was returned to olympus for repair for a reported ¿visibility is faulty and there is a slight dent on the lens¿. The customer reported problem was found at an unspecified medical procedure. Details regarding the procedure were unknown or not provided by the customer. No death or injury and no impact to patient or other was reported. During inspection and testing, olympus identified the scope produces a colored image defect. This report was submitted to capture the colored image defect found during repair inspection.

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.